Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a red fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a red fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a red fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. The onboard batteries used by the patient at the time of the reported fault alarm were not returned to syncardia, and therefore could not be evaluated as part of this investigation. Visual inspection of the external components revealed no abnormalities. Visual inspection of the internal components revealed a fractured housing boss, which was possibly the result of an impact shock. Review of the alarm history (eeprom) revealed a permanent fault alarm code that was likely triggered during the driver exchange process. Only permanent fault alarms are recorded in the alarm history. Intermittent, recoverable and battery alarms are not recorded in the alarm history. The freedom driver was tested and passed all test requirements with no anomalies or alarms. The driver was then tested for an additional 66 hours at normotensive patient simulator settings, and the driver performed as intended. The reported fault alarm was not reproduced during testing, and there was no evidence of a device malfunction. The freedom driver was serviced and passed all final performance testing. The reported issue posed a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.